Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported the device wont power up due to a battery fault . No patient involvement reported.

Manufacturer narrative:
The fse did not duplicate the reported problem. The fse ordered the battery and pm pcb for replacement to resolve this issue. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.